Manufacturer narrative:
Analysis found: network configuration, firewall setting, or proxy setting incorrect. If information is provided in the future, a supplemental report will be issued.

Event description:
Medtronic received information regarding a navigation device. It was reported that the site reported they failed to pull in an exam from the digital intercommunication of medicine (dicom). The system updated the electronic picture archiving and communication systems (pacs) information and attempted to pull the exam again but was unsuccessful. The site was able to ping the navigation device but was not able to access the pacs still and resorted to transfer the exam with via cd. This was observed outside of a surgical procedure. No patient involved.